Manufacturer narrative:
Ous MDR- sparkover and lead insulation abrasion traces were found on the ICD housing. The dot-shaped site of locally molten titanium indicates a sparkover during shock delivery between the housing and a lead conductor. The ICD underwent an electrical incoming goods check, during which the clinical observation was confirmed; the ICD could not be interrogated. The device was then opened and a destroyed final shock stage of the electronic module was identified. This damage of the final shock stage is consistently with the abrasion and sparkover traces on the ICD housing. The reported insulation defects on the lead and indicates a shock delivery into an external low-ohmic shock path. The analysis did not indicate a material defect or manufacturing error.

Event description:
Ous MDR - this device was explanted after about 8 months, because, it could no longer be interrogated. The date of implant was not provided. There were no adverse patient effects reported.